Event description:
It was reported that this right atrial (ra) lead was surgically revised due to loss of capture and low amplitude. This ra leads remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to fields: b3: date of event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically revised due to unknown reasons. This ra leads remains in service. No additional adverse patient effects were reported.